Manufacturer narrative:
The sodium electrode lot number is 51247, and the potassium electrode lot number is 50647. The expiration dates were not provided. The thb/so2 module (so2) reagent lot number and expiration date were not provided. Qc level 2 passed on (B)(6)2025 qc level 3 failed with a lower result for the potassium and a higher result of the sodium parameters on (B)(6) 2025 and the repeat. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode, potassium electrode, and thb/so2 module (so2) results from the cobas b 221 <6> system for two patients. Patient 1's sodium result from a venous sample on analyzer a was 153.6 mmol/l. The arterial sample result on analyzer b was 106.6 mmol/l. The potassium result from a venous sample on analyzer a was 3.27 mmol/l. The arterial sample result on analyzer b was 5.02 mmol/l. The so2 result from a venous sample on analyzer a was 61.1%. The arterial sample result on analyzer b was 73.8%. Patient 2's sodium result from an arterial sample on analyzer a was 149.7 mmol/l. The result on analyzer b was 94.9 mmol/l. The potassium result on analyzer a was 2.87 mmol/l. The result on analyzer b was 4.81 mmol/l. The questionable results were not released outside of the laboratory.

Manufacturer narrative:
Additional results were provided for patient 2. On (B)(6) 2025, the sodium result from analyzer b was 78.3 mmol/l, and the potassium result was 5.14 mmol/l. On (B)(6) 2025, the sodium result from analyzer b was 143.7 mmol/l, and the potassium result was 6.31 mmol/l. The sodium result from analyzer a was 145.2 mmol/l, and the potassium result was 6.32 mmol/l. The investigation is ongoing.